Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: did the needle separate/detach from suture during use on patient, while suturing / tying knots? Or before used on patient? While use on patient while suturing, the needle came off the thread. Any patient consequences /ae outcome as a result of the event report? No ae to patient was the procedure completed successfully? And how? Used a new needle from a new box with different lot any sample available to be returned for evaluation? No sample returning. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During surgery, the needle came off the thread in normal operation. There were no adverse patient consequences reported. No additional information was provided.